Event description:
On 6/30/2022, it was reported by a sales representative via sems that an ar-9165cdg base plate impactor twisted. This was discovered during an unspecified procedure. Additional information received on 6/30/2022: this was discovered during a rts procedure and completed with the same instrument. However, the white baseplate impactors had the blue plastic piece cracked that holds the baseplate on without letting it slip off. Case was completed without further issue and nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9165cdg batch number 051917 was received for investigation. Visual inspection identified that the trinity guide baseplate adapter had broken off at the distal end of the ar-9165cdg assembly. No fragments were returned for analysis. The most likely cause for the reported failure is wear and tear. Signs of wear were observed in the device's handle and shaft.